Manufacturer narrative:
Correction: removal of information in section f related to importer: the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Additional information added to h6 and h10. H10: the device was not made available and therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during slow continuous ultrafiltration therapy with a prismaflex machine and two prismaflex sets, an extremely negative access pressure occurred. The prismaflex set had to be changed twice due to unresolvable access issues. Two circuits of blood were lost. There was no patient injury or medical intervention associated with this event. No additional information is available.